Event description:
It was reported that during a lithotripsy procedure, when the moses laser pedal was activated, the fiber broke and caused a burn on the patient's inner thigh. The procedure was then successfully completed using another device of the same type. The patient was treated in the hospital and has been released.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a lithotripsy procedure, when the moses laser pedal was activated, the fiber broke and caused a burn on the patient's inner thigh. The procedure was then successfully completed using another device of the same type. The patient was treated in the hospital and has been released.